Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the connection port in the system monitor has a broken pin. The power module will be returned for repair. Manufacturer report number of system monitor: 2916596-2020-05807.